Manufacturer narrative:
The high resolution stereo viewer (hrsv) was analyzed, and the reported failure was replicated/confirmed. The monitor was installed and tested on the test system. The system started up with no image on the left hrsv monitor. The screen was completely black. The complaint regarding vision problem was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a vision problem, an investigation is being completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did not receive the hrsv involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. The complaint regarding the vision problem was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Event verification via remotefe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted from a dual surgeon side console (ssc) set up to a single ssc after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted rectopexy surgical procedure, one of the surgeon side consoles (ssc) had a black eye. An intuitive surgical, inc. (Isi) technical support engineer (tse) identified an error 23 pointing to blue fiber cable (bfc) communication issue. The tse confirmed that the error was only on one ssc and not on the other ssc or touchscreen (tsc). As instructed by tse, the surgeon power cycled the system and reseated/cleaned the bfc; however, the issue did not resolve. The tse suggested to perform hard power cycle of the system. The surgeon decided to use the other ssc. The tse reviewed artemis and noticed surgery was finished and system was switched off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022 and obtained the following additional information: all usual checks for system functionality were carried out, but the eyepieces are not one of the routine checks. The system initially powered on without errors. The surgeon was not able to successfully see through the high resolution stereo viewer (hrsv) and go into following mode. The issue occurred at the start of the procedure, when the surgeon went to the ssc. The operation did not start with a dual console configuration. The site switched the system off then on again, then called the tse, who advised to go to the back of the vision side cart (vsc), disconnect one of the blue cables, blow on it, reconnect, and power back on. This was no help, so they elected to complete the case with the one console.